Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The patient was admitted for ¿postoperative management of left radial fracture.¿ on (B)(6) 2026, at 8:00 am, the patient entered the operating room for internal fixation removal surgery. Postoperatively, routine intravenous infusion was initiated using a needle-free closed infusion connector with a septum. Approximately 30 minutes later, leakage was detected at the connection point between the infusion tubing and the needle-free closed-system infusion connector. Inspection revealed a minor crack in the connector. The needle-free closed-system infusion connector was replaced, the situation was explained to the patient, and infusion was resumed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4186518. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.